Event description:
It was reported that pressing the over-temperature button did not make an alarm go off during use. No adverse effects to patient.

Event description:
It was reported that pressing the over-temperature button did not make an alarm go off during use. No adverse effects to patient.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed all labels were still intact. During visual inspection, no physical damage was found on the device. During functional check, the reported complaint was duplicated. When the warming set is connected to activate warming device and the overtemp alarm test button is pressed, depending on the usage conditions and environment (for example, when the room temperature is low or the circulating water temperature is not saturated), the circulating water temperature does not reach 43.1 celsius (which is the temperature when the overtemp alarm activates), and the overtemp alarm will not operate. At the production of warming device, when the circulating water temperature is adjusted by using a test disposable circuit that is shorter than the warming set, the root cause of this event occurs from circulating water temperature (warming device) does not rise easily to 41.9 celsius (plus or minus one degree) when the user uses the warming set. The circulating water temperature was readjusted, and the operation was confirmed.